Event description:
Caller reported that pump quick bolus and wake button was difficult to press and often required multiple presses to activate the pump screen. Caller was unsure if the issue resulted in adverse blood glucose impact. Technical support instructed the caller to ensure the pump was not connected to a power source and advised on proper button pressing technique. Caller confirmed that the button was functioning as intended following these instructions.